Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when powering up, the programmer display the message formatting reports and was unable to boot. The programmer was put into hibernation and the issue was resolved. The programmer remains in use. There was no patient involvement.